Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator and was subsequently treated with oral antibiotics on (B)(6) 2022 (duration not reported). The patient underwent a skin revision surgery on (B)(6) 2022, and the symptoms resolved and the patient resumed use of the device.